Event description:
A malfunction alarm identified as malf 15 was reported, which prompted the customer to seek assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the customer in resetting it, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if the malfunction recurs.